Event description:
It was reported that the customer had low suspend alert on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer asked if her medication could affect the accurracy of the sensor because after a few days the sensor will be off saying that she is low but blood glucose may be elevated. The customer was advised that the medication could possible affect the sensor accuracy depending how her body reacts to the medication. The patient was advised to monitor the sensor glucose and blood glucose along with the times she taker her medication. The customer was advised to call helpline for assistance to troubleshoot any future complaints, or adverse events.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.